Event description:
Customer requested service to be dispatched regarding some questions regarding the amount of platelet vote-outs. When the service engineer arrived at the customer's location, a leak in the tubing under the sheath tank, in the right compartment of the dilutor was discovered. The service engineer suggested to the lab technician to rerun some samples on another lh750 located in the lab. The results were compared and noticed a difference in the plt results without generating any flags or comments. No message or log file available that could explain that there was something wrong with the platelet results. The technicians operating the lh750 did not notice any flags and the wrong results were reported out of the lab.